Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and found air bubbles were in the sample syringe. The ise drain and tubing were dirty. The fse replaced the buffer valves and buffer syringe and cleaned the ise drain and tubing to resolve the issue. The fse performed ise selectivity check, calibration and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section: information not provided by customer. The beckman coulter internal identifier is case: (B)(4).

Event description:
The customer reported the generation of high patient results on ion selective electrode (ise) includes sodium, potassium and chloride due to negative anion gap values on their au480 clinical chemistry analyzer. The customer indicated a few patient results were reported out of the laboratory. Upon repeating the samples on another au analyzer, results were later corrected. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.